Event description:
It was reported that during the implant attempt the left ventricle (lv) lead placement was aborted due to the tip of the catheter sheath breaking off. The tip became "wedged in distal branch of a high lateral branch" and remains in the body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the catheter was returned, analyzed, and catheter separation was noted. It was also noted that the catheter was kinked and the lead appeared to have been damaged at implant. Visual analysis indicated that the inner straight catheter dilator tip=end was broken off and not returned. Tools marks are visible near the broken end.